Manufacturer narrative:
(B)(4). Medical product: persona posterior stabilized femoral component, catalog #: 42500605801, lot #: 62222339, palacos bone cement, catalog #: 00111314001, lot #: 76404338, palacos bone cement, catalog #: 00111314001, lot #: 76684363, palacos bone cement, catalog #: 00111314001, lot #: 77584367, female hex screw, catalog #: 42509902525, lot #: 62154177, female hex screw, catalog #: 42509902525, lot #: 62151278, persona fixed bearing articular surface, catalog #: 42512400410, lot #: 62513999, persona all polyethylene patella, catalog #: 42540000035, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02883, 3007963827-2018-00089, 0001822565-2018-02885, 0001822565-2018-02886, 0001822565-2018-02887. Remains implanted.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty and subsequently has been indicated for a revision surgery due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed with review of the provided medical records. The revision op notes demonstrated that the patient was revised due to aseptic loosening. During the revision, arthrofibrosis was identified. Burr and osteotomes require for disimpaction of both tibial and femoral components (not grossly loose). Bone loss classification of the tibia was aori type 2a. A review of the device history records did not identify any deviations or anomalies related to the reported event. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04268, 0001822565 - 2019 - 04269.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised of the left knee due to aseptic loosening and arthrofibrosis with limited range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.